Manufacturer narrative:
(B)(4).

Event description:
The pt had not used the device in years. It turned on by itself and "shocked" the pt-it was too strong-for two days, from a saturday morning until the following monday. The sensation occurred from the ins location down the leg. There was no known related accident or incident. The healthcare provider replaced the battery in the pt programmer and it was possible to turn the device off. The pt was seeking help to deactivate the magnetic reed switch in the device. Further info is being requested from the hcp.